Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The hub was noted cracked, the findings meet us regulatory reporting criteria. Section d4: the product lot number was not reported. The examination of the returned emboguard device identified kinking of the shaft at approximately 159mm from the distal tip of the emboguard device, and the distal portion of the red 72 intermediate catheter separated and stuck in the distal end of the emboguard. The event is therefore confirmed. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the location of the kink as the ball gauge could not be advanced past this point. Attempts to recreate the event suggested that patient specific factors (e.g. Tortuosity) may have contributed to kinking of the devices, and the attempt to withdraw the red 72 through the kink may have caused damage to the same. Additionally, attempt to retract a solitaire bare-back in the red 72 (i.e. Without a microcatheter) through a kinked embotrap can be a contributing factor to further damage of the red 72. However the extent of damage observed on the returned red 72 device could not be recreated. The root cause could not be identified. The lot number is not known; therefore, a device history record review cannot be completed. A crack on the hub side port was also evident, preventing balloon inflation/deflation on the returned unit. Before use in the patient the emboguard undergo preparation steps including inflation/deflation steps. No issue was reported in these steps therefore it is assumed that the crack was not present on the device as used. The device was returned still assembled with the lav on the side port, partly stuck due to solidification of contrast media/saline solution. Forced removal of the lav pre decontamination may have caused crack of the side port. No further damage was noted at any other locations on the device. The visual inspection also indicates that the returned emboguard device was correctly assembled and manufactured, with all adhesive bonds and joints complete and undamaged. There is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy, an emboguard 87, 95 cm balloon catheter (bg8795u, lot unknown) a red 72 reperfusion catheter and a solitaire revascularization device were used. When the physician went to remove the red 72 it seemed to be stuck and this required him to remove the whole system as a unit. After removing the system, on inspection you could see the red 72 had come apart at the distal end. Additional information received indicated that the emboguard kinked in the chest at the bend between the aorta and the carotid. When the user pulled the red aspiration catheter out, it got stuck in the kinked section due to the change in the inner lumen (no longer round). The entire system was pulled out in one piece. Based on the product analysis of the device received, the hub was noted cracked.